Manufacturer narrative:
Additional information added to h3, h6 and h10. The device was evaluated onsite by a qualified technician. Visual inspection observed the base was broken. Two photographs of the sample were also provided for evaluation. Visual inspection of the pictures showed the broken foot assy and the wheel. The reported condition was verified. Functional testing was performed with no issues noted. Brown dust was present on the component, likely coming from soils. This suggested that the machine was probably transported outside the intensive care unit. The most probable cause of the condition was determined to be damage during transportation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with an ak 98 machine, a broken base was observed. There was no patient involvement. No additional information is available.